Event description:
It was reported that cuff misses occurred during attempted suture placement in both moderately calcified common femoral arteries using the preclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. A second proglide device was used on both sides with the same results. Another proglide device was used on each side for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the successfully deployed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The plunger, cuffs,link, needle tip and monofilament were not returned with the device, which would have aided in the investigation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.